Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the cartridge septum lifted after the customer inserted the needle into the cartridge. There was no impact to the customers blood glucose level. The customer was able to successfully load a new cartridge.